Event description:
It was reported that the carina was not supplying the patient with oxygen. No alarms were reported. It was reported that the patient subsequently passed away.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the carina was not supplying the patient with oxygen. No alarms were reported. It was reported that the patient subsequently passed away.

Manufacturer narrative:
The affected device was examined on site by dräger service and the log file was made available for further investigation. Based on the log file analysis, the reported event could be verified. Other than initially reported, the date of the event was the (B)(6) 2024. The affected device is the carina with the serial no. (B)(6). Shortly after the start of ventilation, the device alarmed that the o2 supply was insufficient. Analysis of the log file found no indication for a technical failure. During the inspection of the device by dräger service, the oxygen dosing and the alarm in the event of a lack of oxygen supply to the carina were checked and showed no abnormalities. An insufficient o2 supply was identified as the cause of the event. The carina can only monitor the dosed oxygen flow to a limited extent. The alarm of a possible deviation therefore occurs with a longer delay and is dependent on the oxygen dosage. The dosed oxygen concentration must be monitored in accordance with the instructions for use using an external oxygen monitor with appropriately set upper and lower alarm limits. In this case, the dosed oxygen concentration was not monitored. Instead, the patient's vital signs were monitored. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.